Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the touch screen of the subject device blacked out, and no image was on the monitor. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the device and found that the touch screen got black and the front panel switches didn't work due to faulty board. It was also found that pinkish image came out in dvi port due to faulty board. The boards had burn marks. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that boards malfunctioned due to the following possible causes. The board shorted out because the device was used in high humidity and temperature environment and moisture attached in the board. The board shorted out due to increased inner temperature caused by incorrect ventilation. The board shorted out due to incorrect power environment such as over voltage and ungrounded wiring.